Event description:
The patient underwent the successful coil embolization of the anterior cerebral artery aneurysm. Immediately after treatment the subject was in stable condition. Ischemia was reported as a clinical complication associated with the procedure, date of onset unknown. It was reported that approximately 70 days post the index procedure, the patient expired due to rostrocaudal deterioration. No additional information was available.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil cannot be confirmed to have had a contributory factor to the reported patient complications. However, ischemia, neurological deficits including stroke and patient outcome of death are known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.